Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 4 bursts of anti-tachycardia pacing during several episodes. The therapy got exhausted. Reprogram options and monitoring of the patient was recommended. Device remains in service. No further adverse patient effects were reported.